Event description:
Patient developed a hematoma the same day the leads were implanted. The leads were explanted in order for patient to have an MRI.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.